Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured july 18-23, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed a ruptured bladder and a separated yellow coil cap. The reported condition was verified. The cause of the condition could not be determined; however, the rupture bladder may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured. It was observed that there was a separation of the reservoir and the yellow lid which resulted in a ruptured balloon. After filling the device, the balloon burst which caused the yellow section to pop off. This event occurred after filling the device with fluorouracil and dextrose prior to patient use. No additional information is available.